Manufacturer narrative:
Philips service replaced the clarityiq_ii ip pc without hdd and reformatted the image disks. The system was tested and returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment. (Reference: (B)(4))

Event description:
It was reported to philips that the system failed to boot; power was present but no display on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.